Event description:
It was reported that the display arm was falling apart and hanging by its wires. No patient or staff injury reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the collected information including photos were provided for further investigation. The affected light system was installed in january 2023 and has been in use for about 18 months. The affected spring arm did not fall down and was held in place by the frictions brakes as expected. The provided photos showed a visible gap where no washers (shims) were installed under the retaining ring (circlip) of the spring arm. The washer prevents unspecified movements of the retaining ring, and the assembly instruction states: ¿possible twisting of the retaining ring can cause the spring arm to come loose during rotational movements. The shim must be present under the circlip.¿ the device was repaired by replacing the retaining ring and installing it according to the assembly instruction. The spring arm is attached to the cantilever arm of the central axis with a retaining ring (circlip). If this ring is not inserted correctly during assembly, is bent too much during insertion or is assembled without the washers, it can be levered out of the intended pin groove. As a result, the mechanical connection between the cantilever arm and the spring arm is lost and the spring arm system can move and possibly fall down. The condition of the system is checked during commissioning, maintenance and in case of a repair. Dräger was not involved in the installation at the customer site. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display arm was falling apart and hanging by its wires. No patient or staff injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.